Event description:
It was reported that the pump displayed a travel course error. The event occurred during use. There was patient involvement and no harm reported.

Manufacturer narrative:
D4/h4: device serial number lookup yielded no results. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a broken carriage, broken position potentiometer, and a broken plunger cable wire. The probable cause of the issue was damage to those components. The carriage, position potentiometer, and plunger cable were replaced to fix the issue.